Manufacturer narrative:
The neuroblate system instructions for use contain laser safety warnings as risk mitigation's for this event: section 4.3, general warnings: "laser eye protection provided with the neuroblate system must be worn in the MRI scanner room during operation of the laser" section 4.6, laser safety warnings: "ensure the laser fiber connections are made correctly. Improper connections may lead to equipment damage or operator injury." No harm was observed in this event.

Event description:
During an ablation procedure, it was reported that while ablating, heat was no longer visible in the treatment area despite the laser being fired, and the temperature reading at the hottest point had decreased. The probe was checked and it was noticed that the outer sheath of the cable was thermally damaged. The probe was replaced and the treatment resumed with no further issues. There are no patient complications reported in relation to this event.